Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise and high, out of range, high voltage lead impedance were observed on the right ventricular (rv) lead. The patient would present in the clinic. The patient was stable and being monitored.